Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was relocated on (B)(6) 2015. The issue was resolved by surgical intervention.

Event description:
It was reported, the patient could not receive effective stimulation. An impedance check revealed low impedances on multiple contacts. X-rays showed the lead had migrated. Programming was attempted but could not provide resolution. As a result, the patient may undergo surgical intervention.